Manufacturer narrative:
The device is not available for evaluation, however, the customer provided a photo. Investigation is not yet complete.

Event description:
The event involved a plumset that the customer reported an unspecified chemotherapy leak. The customer reported the chemotherapy pump made a noise alerting the nurse assistant to enter the room and turn off the pump. The nurse assistant opened the light-resistant bag to inspect how much chemotherapy was left and saw 25 cc remaining. When reclosing the light-resistant bag, they found the drip chamber was full, the vent hole was open, and approximately 6-7 drops were leaking from the vent hole. The chemotherapy fell along the chemotherapy line and a few drops fell on the pump, however, it did not touch the patient. There was patient involvement and no report of patient harm.

Manufacturer narrative:
The complaint of leakage could not be confirmed by investigation. No product samples, or videos were received for investigation. Received one photo showing droplets of infusate coming out of the vent on the drip chamber. No damages can be observed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.